Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that after performing an iterative model reconstruction (imr) brain acquisition with their brilliance ict system, they found artifacts on the images in the posterior fossa and some white spots near the bone/parenchyma interface. The clinical application specialist (cas) reported that the artifact was misinterpreted as a hemorrhage. The cas confirmed that there was a rescan of the brain to check whether or not the suspected micro-hemorrhage was an artifact or not. The customer reconstructed the images with idose and imr to verify that an artifact was present and not a hemorrhage. The patient did not receive any unnecessary treatment due to the initial misinterpretation. The customer contacted philips help desk. On 26-jan-2016, the cas evaluated the system and modified the brain protocol by increasing the dose right index (dri) to resolve the issue. The cas did not provide bug reports, digital imaging and communications in medicine (dicom) images, or failed parts for engineering assessment. Therefore, CT engineering could not determine the cause of the issue. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: where a scan is performed that uses idose4 or imr during reconstruction, the system shall allow the user to reconstruct images using filtered back projection. Offline reconstruction provides the ability to enhance poor quality images, or reproduce images with different filter or algorithm without rescanning the patient .

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that that there were artifacts on a young patient's brain images in the post fossa and some white spots near bone interface that simulated a hemorrhage on a brilliance ict system. There was no report of the patient being rescanned. The pas reported that the artifact was misinterpreted as a hemorrhage.